Event description:
During a MRI scan of an anesthetized pt, skin blisters were formed beneath three of the four ECG electrodes used during the scan. The skin blisters were observed after the pt was removed from the MRI bored. Pt rec'd minor treatment for the skin blisters following the scan, and was released from the hosp. No serious injury was reported. The ECG cable used was rated for scans exceeded this specific absorption ration (sar) rating.